Event description:
It was reported that during a da vinci s urological procedure, the site had difficulty with the system powering on. Prior to calling isi technical support, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation conducted by a field service engineer (fse) confirmed the customer reported problem was associated with the surgeon side console's power cord being unplugged. The site was made aware of the issue and the power cord was plugged in to repair the reported problem. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.